Event description:
Device 3 of 3. Ref MFR report: 1627487-2012-13016 and 1627487-2012-13017. It was reported that the pt was complaining that the ipg becomes very warm. She feels the heat from inside and at skin level. The pt also stated she experiences shocking stimulation in her legs when the ipg is off. The sjm tm reprogrammed to address the heating sensation at the ipg site. F/u identified that the pt was still experiencing heating at the ipg site and still feeling shocking sensation.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.